Manufacturer narrative:
B3: the event date is approximate. - product was not returned to confirm a malfunction has occurred.

Event description:
A consumer reported that a 3100 series power toothbrush caught fire. No injuries or property damage was reported.